Event description:
Reported via mw5093185. It was reported that a piece of the device was in the right radial artery and surgery was performed to remove it. The target lesion was located in the right radial artery. A model 6f impulse catheter was selected for use to view the target lesion. During the procedure, when the patient was undergoing a cardiac catherization, it was noted that the sheath/wire broke off from the catheter. X-rays showed a small piece of the catheter most likely on the right radial artery. The following day, the vascular surgeon took the patient to surgery for the retained catheter in the right radial artery and performed cardiac intervention that consisted of right radial artery exploration and removal of a portion of the catheter and artery thrombectomy. No additional patient complications were reported.